Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the maintenance/service light was flashing during operation of the device. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The customer is waiting for the error to reoccur and is working with MFR technical support to troubleshoot the issue.

Manufacturer narrative:
The reported complaint was not verifiable. During follow up, the biomedical engineer (biomed) stated they could never reproduce the error and the unit has not displayed an error message since date of complaint notification. The biomed feels the issue is closed. No additional action will be taken at this time.